Event description:
The customer reported both monitors went black on workstation right after a case.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.